Event description:
Description of event when attempting to insert zebd-7-15 along the guidewire during bile duct placement, a kink at the rear end of the stent was noticed, so its use was discontinued. A new product (lot unknown) was used to complete the procedure. Patient outcome prior to patient contact and there was no health hazard. Additional questions 1. What was the size of the wireguide used in the preparation stages? 0.025inch 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Unknown but it is not exposed to high temperatures or light. 3. Was the wire guide lubricated prior to use? Yes 4. Was the wire guide inspected for damage prior to use? No. The stent was noticed while being advanced along the wire guide. 5. Was the device at the centre of the complaint inspected for damage prior to use? No 6. Were any other defects observed on the device prior to return (other than the reported complaint issue? No 7. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? The endoscope information is unknown. The physician noticed it was kinked before inserting it into the working channel.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 23-feb-2026.

Manufacturer narrative:
Device evaluation: (B)(4) unit of lot number c2338966 of zebd-7-15 was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2026. Refer to the product return object examination of returned device field for lab attendance and lab evaluation notes. The returned device lab examination findings and observations can be referred through attached photos. Visual inspection: stent returned with pigtail straightener in correct orientation. Stent examined and kink observed on the 3rd side port of the non tapered pigtail curl. Functional inspection: 0.035 inch wire guide does not pass through the stent. The reported failure was observed. Manufacturing records: prior to distribution, all zebd-7-15 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for zebd-7-15 device of lot number c2338966 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zebd-7-7 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2338966. Instructions for use and label: it should be noted that in the japanese packaging insert (B)(6) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also says," choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product¿. There is evidence to suggest the user did not follow the IFU/label as an incorrect sized wire guide was used. However, there is no definitive evidence to suggest that the wire guide caused the primary failure of the stents kinking and it possibly could have occurred during the straightening process. As per update to the management of complaints procedure (B)(6) section 6.6.3, where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event must be documented in the pms tracker and reviewed as part of post market surveillance. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause may be attributed to the stent becoming kinked during the straightening process as the pigtail curl was being straightened with the pigtail straightener resulting in subsequent kink forming. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, when attempting to insert zebd-7-15 along the guidewire during bile duct placement, a kink at the rear end of the stent was noticed confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. A definitive root cause could not be determined from the available information. A possible root cause may be attributed to the stent becoming kinked during the straightening process as the pigtail curl was being straightened with the pigtail straightener resulting in subsequent kink forming.